Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "a novel endoscopic papillectomy after a pancreatic stent placement above the pancreatic duct orifice inside pancreatic stenting papillectomy". The literature reported the result of 70 patients with tumor of the major duodenal papilla of inside pancreatic stenting papillectomy (ipsp) procedure using the olympus snare master from january 2012 to december 2012. In the literature, it was reported complication as follows; bleeding (3 cases). The literature states that "early adverse events, only bleeding, occurred in 3 (33.3%) of 9 patients who underwent ipsp. Although hemostasis was achieved in all patients by hypertonic saline- epinephrine injection, apc ablation, and clipping alone or in combination, 1 patient required 4 units of packed red blood cells transfusion." There are not mentioned that these complications were related to the product in question. Omsc assumes that the "bleeding that require red blood cells transfusion" might be related to the subject device and serious events. Therefore, omsc assumes that the event was an adverse event to submit. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Omsc will submit one medical device report (MDR) of the subject device for the "bleeding that require red blood cells transfusion".